Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false positive antibody screening tests with cell #1 of biotestcell 3. The tango optimo interpreted the reactions as negative, but to the customer they appeared to be weak positive. The customer has returned seven pt samples that had caused false positive test results, but none of the supposedly defective product was sent back for investigational testing. Therefore our qc lab tested the retained biotestcell 3 sample with the pt samples and positive and negative control. The pt samples negatively. All positive and negative reactions were correct, but occasionally the buttons of the negative reactions had a haze surrounding. We did not observe any false positive reaction. Testing by our qc lab confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.